Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speeds and pump stops while on ac power over the weekend. Suspect short to shield. No external damage to driveline (dl). The log file analysis showed a pump stop & speed drop less than the lower speed limit (lsl) on (B)(6) 2020. On (B)(6) 2020, technical (tech) services arrived onsite for external percutaneous (perc) lead repair. Reviewed the x-ray images on site. The images were unremarkable. The perc lead replacement performed approximately 4 inches from exit site. All tests passed. No issues were noted after the patient was back on the grounded patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported pump stoppage and low speed events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The customer reported on (B)(6)2020 that the patient experienced low speed events and pump stoppages while connected to ac power over the weekend and suspected a driveline short-to-shield event. It was noted that the patient had no superficial damage to the external portion of his driveline. The submitted system controller log file showed that a pump stoppage and low speed events were captured the morning of(B)(6)2020 between 4:58 am and 5:01 am while the system was connected to the mpu, resulting in low speed and low flow hazard alarms. The abnormal pump operation appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm the suspected wire damage. A distal end driveline replacement was performed under work order 00080852 and approximately 16.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the outer silicone sleeve and underlying clear bionate layer showed no evidence of damage. Areas of moderate breakdown of the metal braided shield were observed at the distal end of the driveline segment adjacent to the metal connector and near the terminus of the distal end bend relief, which appeared consistent with almost one year of use. The braided shield appeared otherwise unremarkable. Visual inspection of the underlying wires revealed slight kinking and evidence of insulation abrasion adjacent to the metal connector; however, the wires appeared otherwise unremarkable with no evidence of damage. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Information provided by the technical services representative indicated that no issues were noted after the patient was placed back on a grounded patient cable following the distal end driveline replacement. Multiple attempts were made to obtain additional information regarding the patient¿s status and plan of care from the customer; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on vad-20911 and no additional events have been reported at this time. Heartmate ii lvas IFU (document 10006960, rev. C): section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook (document 10006962, rev. C): section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.